Manufacturer narrative:
Updated from product problem to adverse event and product problem.

Manufacturer narrative:
Concomitant medical devices: product ID :8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was reported by a company representative regarding a patient who is receiving lioresal (lot number unknown, 2000mcg/ml at 589.6mcg/day) from an implanted pump. The indication for use was intractable spasticity. On (B)(6) 2015 the rep reported that the surgeon cut the existing catheter during a back surgery on (B)(6) 2015 and the catheter was repaired. The rep did not know which of the patient's two active catheters had been cut. Further follow up had been done to determine the reason for the back surgery and which catheter was cut.